Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the red light was blinking on the pump. Customer resolved the blinking light and declined troubleshooting by tandem technical support. There was no reported adverse impact to the customer.